Manufacturer narrative:
The aspiration and dispense check valve malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user. Initial reporter; address-line 1: (B)(6).

Event description:
The customer from (B)(6) reported that staining was seen on some slides while other slides did not show staining. Probe was dripping after reagent dispensing. The field service engineer inspected the instrument and found that the staining issue was caused by the defective aspiration and dispense check valve. The part was replaced, and the instrument was repaired. The instrument is fully operational, within specification and ready for the user. No harm or misdiagnosis was indicated.